Manufacturer narrative:
Device evaluation: the 1 x zso-7-12 zimmon biliary stent of unknown involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device evaluation could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution all zso-7-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records could not be completed as the lot number is unknown. Instructions for use /or label review: it should be noted that in the japanese packaging insert (B)(4): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a smaller than required wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: failure identified: user error: incorrect wire guide used with device, confirmed quantity 01 device, prior to use. Investigation findings conclude a definitive root cause of user error that can be attributed to the use of a smaller than required wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-dec-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible.so she gave uo and used the new zso-7-12, they did not change the wire guide. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.